Event description:
A male pt, age unk, underwent initial aaa repair on (B)(6) 2009. The main body (1820334-2009-00711) and the iliac leg delivery systems were leaking throughout the entire case, from the back of the hemostatic valve. It was noticed upon prepping, that when the tech flushed saline through the connecting tube on the hemostatic valve, saline poured out the back of the valve. The main body was much worse than the iliac leg graft, but both leaked significantly. The main body was leaking so much blood, even turned all the way to close, that the tech was suctioning a puddle every 3-5 minutes. The pt experienced blood loss; however, he was hooked up to a cell saver, so no other adverse effects were reported.

Manufacturer narrative:
(B)(4). The captor valve sheath assembly and grey positioner were returned in a used and contaminated condition. During our examination, it was noted that the device leaked with the grey positioner in the valve but did not leak when there was nothing inserted in the valve. A slow leak was defected when a 0.035" wire guide was inserted in the valve. Tears in the distal check-flo disc could be seen when the grey positioner was in the valve. Blood was present on the outside of the valves and up to the iris valve rotator, indicating that the device did not leak through the assembly. Leakage through the iris valve lumen most likely occurred. Each check-flo disc was examined. All had off center tears. The damage to the check-flo discs could result in unexpected leakage while a dilator/assembly is placed in the valve. At this time, it is difficult to determine when the check-flo discs were torn. Check-flo discs critical dimensions and inspection of captor valve assembly are performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. It is also confirmed that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed (B)(4) equipments showing the device meets the predetermined requirements and that the equipments meet the needs of the user. Each device is shipped with an instructions for use (IFU), describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and deemed acceptable. However, we are continuing to evaluate actions that may minimize the occurrence of this failure mode.